Manufacturer narrative:
Log file evaluation revealed that - already during previous instances of the pre-use check, the self-diagnosis of the device sporadically detected nonconformities with the position detection system of the ventilator piston. This happened during the concerned procedure as well - the device detected a significant deviation between the calculated and the measured piston position and forced a shut-down of automatic ventilation to protect from potentially hazardous output and avoid damages to the ventilator unit. The shut-down was accompanied by a corresponding alarm to alert the user. Based on these initial findings it was decided to replace motor including position detection system; the device is back in use after having passed all consecutive tests without further issues. The replaced parts were evaluated in the manufacturer's lab. It was determined that the optical encoder disc had deposits of a foreign substance on it leading to sporadic errors of the recognition via the light barrier. The origin of the substance could not be determined. Although it is seen unlikely that a manufacturing defect will come into effect after 3.5 years of use and not already before, it can however not be fully excluded. Dräger finally concludes that the device responded as designed upon a specific error condition; automatic ventilation was shut down, the corresponding alarm was posted and, manual ventilation as well as the monitoring functions remained available. The number of similar cases is within the foreseen range of the device's risk management and thus accepted.

Event description:
It was reported that automatic ventilation failed during a surgical procedure. The user bridged patient support in manual ventilation until a replacement device was available; no patient consequences have occurred.